Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient who was implanted with a neuro stimulator for spinal pain. It was reported that the patient was charging too often. Before he would charge every 7 days but now he was charging every 2 days. The patient had not recently been reprogrammed or switched to a new group. The patient had not recently had the need to increase parameters. There was no trauma or fall that could be related to this issue. It was noted that the patient had an MRI in (B)(6) 2015, which was for neck and shoulders. The patient did turn the implantable neurostimulator (ins) into MRI mode prior to the MRI scan. Therapy impedance check was completed; a1: 453 ohms and 12.003 ma; a2: 459 ohms and 9.1 ma. Recharge interval calculation based on programming that the patient was using: a1: 5.4v, 330pw, 60 hz, 453 ohms, 2+2- electrodes; a2: 4.3v, 450pw, 60 hz, 459 ohms, 2+2- electrodes. Estimated recharge interval for beginning of life (bol) = 4.79 days, end of life (eol) = 3.96 days. Therapy impedance was >300 ohms. There were no symptoms or low impedance issues. The change in interval was noted to be sudden following the MRI. It was later reported that the patient was charging every 3-4 days, got good coupling with average of 8 bars, and got up to 4v. The patient was seen by another rep after the MRI and some settings were changed, but the patient did not remember nor was there any record in the medical file. The rep suspected this was what had caused the change in the recharge interval.